Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the customer accidentally fell causing the touchscreen to become cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate pump for insulin therapy.